Manufacturer narrative:
The carefusion failure analysis technician evaluated the turbine and the turbine interface pcba. Unit came up vent inop with motor fault, circuit disconnect, and low ve. Replaced the turbine interface pcba with known good turbine interface pcba. The issue was corrected with the new turbine interface pcba. Findings/root-cause: the issue was duplicated and isolated to the turbine interface pcba. This issue is addressed in an internal correction.

Event description:
The customer reported that when they replaced the turbine during a maintenance work, it took time to start up and right after the device started, the function failure occurred. No harm on a patient.

Manufacturer narrative:
The customer evacuated the ventilator and determined that replacing the turbine fixed the reported issue. The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.